Event description:
There were four endeavor sprint rapid exchange (rx) drug eluting stents implanted during the index procedure; two in the lad, one in the rca and one in the 2nd diagonal branch. Clinical events committee adjudicated that an arc defined mi occurred 2 days post stent implant. It is reported that patient's death occurred approximately 40 months post index procedure. Cause of death is unknown.

Manufacturer narrative:
Results: inherent risk of procedure - death. (B)(4).